Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 3004748541-2025-00124 for the second report refer to 3004748541-2025-00125 for the third report. Med sun user facility MDR report -(B)(4) reported: infant was desaturating and registered nurse (rn) found that nasal cannula had become disconnected from the humidifier. No one was in the room with the infant; it had apparently fallen off of connector. Rn reconnected the nasal cannula to the humidifier. There were no cracks in the nasal cannula tubing. No harm to the patient.

Manufacturer narrative:
H6: (appropriate term/code not available): the device was reconnected. The actual complaint product was not returned for evaluation; additionally, no photographic/videographic evidence was provided by the reporter. In the absence of a photo or video, the complaint could not confirmed; without a sample to perform functional evaluation, a root cause could not be determined. The device history record for lot 537838 was reviewed and the product was produced according to product specifications. All information reasonably known as of 19 nov 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.